Manufacturer narrative:
Device evaluation: product was not returned, however x-rays were provided. The x-ray shows the lack of correction. Potential cause root cause was unable to be determined. This event could possibly be attributed to unknown patient, operational or external factors. DHR review per DHR reviews, the parts were likely conforming when they left zimmer biomet control. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision was performed on the bottom half of a tether construct to address a loss of correction. The set screws were loosened from the screws at t11-l3, then the cord was retensioned and the set screws were retightened. The surgeon also placed a second tether construct at levels t12-l3. This is report two of six for this event.

Manufacturer narrative:
Product code: qhp. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00270 through 3012447612-2021-00275.

Event description:
It was reported that a revision was performed on the bottom half of a tether construct to address a loss of correction. The set screws were loosened from the screws at t11-l3, then the cord was retensioned and the set screws were retightened. The surgeon also placed a second tether construct at levels t12-l3. This is report two of six for this event.